Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right ventricular (rv) lead exhibited a high pacing impedance and a high pacing threshold, which resulted in loss of capture. A small clot was found on the rv lead. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.